Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Device evaluated by manufacturer? No : lens not returned in unit box. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated an aa4203tf toric silicone single piece lens flipped in the inserter and there was no patient contact. The backup lens was implanted. The facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.